Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the smart remote manager not detected on bus, and medications were inaccessible. The customer stated that this malfunction occurred while trying to dispense the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager (rm) was not detected on the bus. A field service engineer (fse) inspected the rm control board and verified that power was present to the device. There was no light emitting diode (led) activity, indicating a lack of communication. The fse then inspected the rm components and external connections for any faults and found that the external pyxibus cable connection was loose at the rm. The cable was reseated securely, and latch operation was validated using a digital multimeter (dmm). The system was then rebooted to reinitialize communication. The system functioned as intended after the field service engineer repaired the device.